Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with two fully fired reloads present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device remained closed on the tissue. After the fourth stapling, the stapler stayed closed on the stomach. It was impossible to reopen the jaws. The surgeon cut the stomach around the jaws and realized a manual suture. This surgeon used to use this type of material. There were no adverse consequences for the patient. Additional information: device remained closed on the tissue. After the fourth stapling, the stapler stayed closed on the stomach. It was impossible to reopen the jaws. All cartridges used were green. No buttressing material. Device fired next to an existing staple line. No unusual noise was heard nor unusual resistance was felt. After use, buttons and triggers did not returned to their original position, the security button did not work. The surgeon had indeed difficulty removing the device from the tissues.